Event description:
Patient reported, right side "defective. Something poking out at top of breast, felt weird. Possible scar tissue, lump, uncomfortable, sore, bruised and moved down to cleavage". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "defective" (conservatively captured as rupture).

Event description:
It has been identified that this record, mrn 9617229-2024-18858, is a duplicate. This record is no longer reportable to the FDA and will be un-reported.